Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in the dialysate. Estimated blood loss was 300cc. The patient had no adverse effects. The patient completed treatment with a new set up on the same machin. Sample has been discarded.

Manufacturer narrative:
Summary of investigation/conclusions: the reported complaint is not confirmed. The complainant facility is not able to return a complaint sample for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. The manufacturer production records were reviewed and all lot release criterion were met. No further analysis/investigation required.